Event description:
The operator attempted arteriotomy closure following a diagnostic procedure. An angiogram was performed and the insertion site was below the femoral head. Device insertion was difficult and only slight mark was established. The operator felt uncomfortable with the mark; therefore, with additional resistance, the operator attempted to further insert the device. A "snap" was heard. The foot was deployed, and the needles deployed with no suture present upon removal. The operator parked the foot actuator lever but was unable to retract the device. The operator did not force removal. The pt was stable with pulse present. The pt was transported to the operating room for removal. The surgeon removed the device in two sections. The sheath had disengaged from the unit upon extraction. A surgical patch was applied to the femoral artery and the access site was closed.